Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital; (B)(6). Block h6: the following imdrf impact codes capture the reportable event of: f1901 - patient underwent a retropubic sling placement due to urinary incontinence, as a result of the obtryx sling placement procedure.

Event description:
It was reported to boston scientific corporation that an obtryx system-halo device was implanted into the patient during a transvaginal transobturator midurethral sling suspension placement and cystoscopy procedure performed on (B)(6) 2011 for the treatment of stress urinary incontinence. Reportedly, the patient had received methylene blue prior to the start of the procedure. According to reports, the patient was given methylene blue prior to the start of the procedure. A cystoscopy with a 30-degree scope was used to examine the urethra, which was found to be normal. A 70-degree scope was utilized to examine the bladder's interior, which was found to be normal, with normal bladder walls and dome. Both ureteric orifices were observed to be patent, with methylene blue exiting from both. The cystoscope's tip was removed. A foley catheter was used to introduce the catheter, and clear urine stained with indigo carmine was observed to be coming out. Moreover, the patient was transferred to the recovery room in stable condition. However, after the procedure, the patient again experienced urinary incontinence. On (B)(6) 2012, the patient underwent a retropubic sling (lynx system) placement and cystoscopy procedure. Throughout the procedure, there were no complications, and the patient tolerated the procedure well, leaving the operating room and the recovery room in good and stable condition.